Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2007. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.

Event description:
According to the physician, post-procedure, during annual follow-up in 2008 the patient reported no complications. All other information is unknown and unavailable.